Event description:
The customer received blood glucose readings of 186 and 261mg/dl on the contour next link, retested on a contour next and the readings were 74 and 81mg/dl. The differences between the readings fall in the "c" and "d" zones of the consensus error grid, making the differences clinically significant no adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement test strips and meter were sent to the customer